Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. It was not a control release needle. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/19/2020. A manufacturing record evaluation was performed for the finished device batch pgh37 and no non-conformances were identified.